Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and absorbable straps were used. During the procedure, while anchoring the mesh, the straps were not getting fixed over the mesh. The surgeon tried to fix four times and had the same issue with each strap and the device got locked. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). The analysis results found that the strap12 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 7 straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.